Event description:
Approx 1mm piece of metal from instrument broke off during use in procedure. Pt x-rayed, linen and drapes x-rayed post procedure including suction tubing and filters. Urine strained, fluid container of secretion contents x-rayed with tiny foreign body, fluid strained, unable to retrieve foreign body. Removed from svc.